Event description:
Pt was implanted with a synchromed pump and catheter to deliver intrathecal baclofen for intractable spasticity due to cerebral palsy. On 5/1/1998 the pump and catheter were explanted due to infection. Another synchromed pump and catheter were implanted on 1/8/1999. Follow-up calls to determine the status of the pt have not been returned.